Event description:
It was reported that a 3l eva bag leaked close to the administration ports. This malfunction was identified before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was returned for evaluation. During visual inspection and leak testing, the leak in the bag at the port tub seal was confirmed. The cause was determined to be a manufacturing issue. A CAPA has been opened to address this issue.